Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Initially, single access was attempted using an abiomed 14 fr x 13 cm peel-away sheath with a 7 fr brite tip; however, back bleeding occurred through the hemostatic membrane. The peel-away sheath was re-accessed with the 7 fr brite tip at the 2 o¿clock position, but bleeding reoccurred through the peel-away sheath. No bleeding was observed when only the impella catheter was positioned within the peel-away sheath. A decision was subsequently made to access the left common femoral artery for the percutaneous coronary intervention. The patient survived the procedure.

Manufacturer narrative:
The investigation into the reported single access issue has been completed. The impella device was not returned for evaluation. The most likely cause of the single access issue could not be determined since the 14fr sheath was not returned. This report is being filed as part of a retrospective review of historical records.